Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are not sure if the stimulator is working right. Patient stated they are having issues in general and their chest hurts and they are all messed up and they don't feel well for about a month and a half maybe longer since last year. Patient stated his cardiologist told him to get the scs implant check. Patient stated the implant shuts off by itself sometimes since last year. Agent asked patient if they have been able to charge the implant and check the implant settings and patient said yes. Patient service asked patient to connect with the controller and controller is at 80% and the implant is at 40%. Agent reviewed reps role and recommend patient consult with healthcare provider (hcp) office for next step. The patient was redirected to their healthcare provider to further address the issue.